Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported her cycler had an "sir detected in cassette" alarm during fill 1 and she could not clear it. She discontinued treatment. When removing the cassette there was fluid in the cassette door. She finished treatment manually. She was advised to contact her pd nurse. The set has been made available for eval. During follow up the pt reported that her effluent has remained clear. She informed her nurse of the leak. She has not had any signs of infection. No adverse event reported at this time.